Event description:
In 2009, gore rec'd uf/importer report: "gore graft for hemodialysis access placed on outpatient basis the month prior. Placement of graft was in the groin. Pt developed infection and was admitted two weeks later. Pt expired the following month." Reporter reported to gore the following info: a gore-tex stretch vascular graft was implanted in the left superficial femoral artery to left saphenous vein position. Pt was taking antibiotics as treatment for bacteremia while receiving hemodialysis at an outside (non-hospital) dialysis unit. The surgeon who placed the gore-tex stretch vascular graft the previous month, was unaware of this. Sepsis was noted on the death summary as the cause of death; result of multiple disease processes which were hypertension, diabetes mellitus, atherosclerosis, and chronic renal insufficiency requiring dialysis.

Manufacturer narrative:
The pt required hemodialysis treatment for approximately the past 12 years with a history of non-compliance, at times refusing dialysis. Over a several year period, multiple episodes of septicemia was documented and judged to be related to the various vascular accesses for hemodialysis. The pt has a history of multiple upper extremity dialysis catheters. The gore-tex stretch vascular graft was not returned to gore for eval; on 9/29/2009, gore was notified that neither the gore-tex stretch vascular graft nor any documents would be released by the facility. Review of the device mfg and sterilization record history. Review of the device mfg and sterilization record history confirmed device met pre-release specs.